Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 162 mg/dl. Customer reverted to using another pump for insulin therapy.